Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with stripped battery cap coin slot and messing end cap sticker.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was unknown. Customer stated that she was having problems with her insulin pump not delivering correctly and alarming no delivery. Nothing further was reported.